Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2018 and a suture was used. During surgery, the suture thread came out of the needle from the swaged point. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/2/2019. Investigation: an empty labeled winding former, a dispensed suture and a detached needle of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the edge of the needle that appears to be by the use of a surgical instrument was observed. The barrel hole of the needle was observed damaged (crushed) and marks on the edge appears to be by the use of a surgical instrument. The suture was examined and present dent near of end and the end cut that appears to be by the use of a surgical instrument. This condition caused the needle pull off. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According the condition of the opened sample received, the assignable cause of performance pull off suture needle suggest an improper handling of the sample there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.,it was reported that the device had pull off issues.